Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative's (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service in 2009 alleging that her one touch ultramini stopped powering two days prior at night. She claimed she has replaced the battery twice. As a result of the power issue, she contacted her doctor for advice the same night. The pt's doctor informed her that he needed to know her blood glucose levels in order to tell her what to do. She claimed that 12 hours after the power issue began (the next day), she developed anxiety, vertigo, and blurred vision. It was also noted that the pt continued to take her usual dose of amaryl and lantus the same day at an unspecified time. No other forms of treatment were reported. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury 12 hours after the meter stopped powering on. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the pt.